Event description:
It was reported by the customer that a pyxis medstation system main drawer 2.2 aux off the bus. The customer reported that users were unable to remove the medications, which led to a delay in the delivery of medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer aux off the bus. A field service engineer replaced drawer retractor band to resolve. The system functioned as intended after the field service engineer troubleshooted the device.